Manufacturer narrative:
(B)(4). Batch # t93j6u. Investigation summary: the device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). There were no anomalies noted with the functionality of the device. It could not be determined why reportedly the device kept being activated after releasing the activation buttons. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a lap ventral hernia, the device continued to fire and activate after the button was released. Case completed with another device of the same product code. There were no patient consequences reported.